Event description:
It was reported that three days after insertion a clot was found in the a-line. The doctor tried to replace the intra-aortic balloon (iab) catheter; however, he failed to remove the catheter. The pt had to be sent to surgery for a cut down. At that time it was determined that part of the balloon membrane was not deflated. The doctor tried to vacuum the balloon by using a 60cc syringe, but failed again to deflate. The doctor had to use a needle to poke the part where the balloon would not deflate and removed the catheter from the pt. Another iab was then inserted. Updated info indicates that the balloon was wrinkled at the end and stuck in the vessel so it was difficult to remove. A datascope iab was then inserted with nothing abnormal found. The pt is doing well.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.